Event description:
Additional information: the ramp test was positive, and lactate dehydrogenase was rising. There was no hematuria or heart failure, but thrombosis was seen in the outflow cannula on the scanner. The patient had progressive hemolysis and renal failure. The patient has a stroke on (B)(6) 2023, along with ride-sided hemi-paresis and aphasia. A computed tomography was performed (CT). The log files continued to show elevated pump power and flow. The patient's organs stopped working died on (B)(6) 2023. The patient restarted use of drugs and alcohol and was non-compliant with prescribed medications and therefore developed thromboembolic complications. A thrombus was noted in the left ventricular assist device (lvad) outflow graft and in the left ventricle. This was thought to be responsible for the stroke, multi-organ failure and death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: review of the submitted photographs and videos could not confirm the reported event of outflow graft thrombosis. Review of the submitted log files confirmed elevations in pump power that appeared consistent with a material, such as thrombus, being present within the pump; however, a specific cause for these elevations, as well as a correlation to the reported event of abnormal pump noise, could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-63435, and the reported events of hemolysis, peripheral thromboembolism, stroke, and multi-organ failure, as well as the reported patient-related conditions, could not be conclusively established through this evaluation. The submitted images and videos captured cross sections of the outflow graft as visualized through a computed tomography scan. Additional images captured the pump via x-ray. Review of the images and videos could not confirm the reported event of outflow graft thrombosis. The submitted log files contained events and data that were recorded between 03dec2022 and 14feb2023, per the timestamps. Multiple, transient elevations in pump power and estimated flow were observed between 03de2022 and 15dec2022. It should be noted that some of these elevations were associated with flow estimator high fault flags and estimated flow values of 12 lpm, consistent with the reported event. Between 06feb2023 and 14feb2023, sustained elevations in power and estimated flow were observed. Sustained decreases in average pulsatility index (pi) were also observed during this timeframe. Based on previous complaint experience, this type of behavior is potentially indicative of material, such as thrombus, in contact with the spinning rotor, creating drag. No other notable events or alarms were captured. The pump appeared to function as intended. The relevant sections of the device history records for vad-63435 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, peripheral thromboembolic events, stroke, hemolysis, and multiple organ failures/dysfunctions (including renal failure) as adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. It is also that flow is estimated based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 of the IFU, "system monitor", explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays ¿+++¿ or ¿---¿ to prevent the display of inaccurate flow information section 6 of the IFU, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this section cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's stroke was an ischemic stroke. It was also reported that the patient's pump sometimes had a flow rate of 12+ liters (l). The patient also reported that the machine made a scraping noise and the patient was worried. The surgeon reported that there was no noise different from normal. The patient was at home at the time of the report. A review of the log files by technical services found elevated powers and flows that were well above normal parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was re-admitted to the hospital because they were not feeling well, and the pump was working strangely. Labs and an echocardiogram were performed. The log files showed 2 low speed advisories occurring between 12:54 and 12:55 that resulted from manual speed change to the pump. There was also an increase to pump power and flow.